Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, a lamp error (e105) occurred and 3d endoscopic image became striped. The user replaced a camera to another one, and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to the serivice department of olympus norge a/s for the evaluation. The evaluation of the device confirmed that the reported phenomenon did not reproduced. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, since e105 is an error that detects led disconnection or short circuit, there is possibility that this phenomenon is attributed to temporary poor contact of connector contacts of led unit. If significant additional information is received, this report will be supplemented.